Event description:
It is alleged that on event date, an emergency craniotomy was done for the removal of a hematoma on a patient. During the procedure, when the surgeon drilled in the skull bone. The device fractured and the tip of the wire-pass broke off. Because the pt's condition was unstable, the surgeon chose not to remove the broken piece at the time. Nine days later, when pt's condition stabilized, a second surgery was performed to remove the broken piece of the wire pass. There is no report of pt injury. The product will not be returned for investigation. The hospital will not release it. No contact name available.